Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 she noticed the skin where the sensor was inserted was notable for the presence of an ¿itch, irritation, pain and blood dropped under the sensor¿. On (B)(6) 2018 customer self-presented to her healthcare provider to remove the sensor due to the discomfort and was prescribed fucidin cream (fusidic acid, an antibiotic) and biseptine, (a disinfectant). No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that on (B)(6)2018 she noticed the skin where the sensor was inserted was notable for the presence of an ¿itch, irritation, pain and blood dropped under the sensor¿. On (B)(6)2018 customer self-presented to her healthcare provider to remove the sensor due to the discomfort and was prescribed fucidin cream (fusidic acid, an antibiotic) and biseptine, (a disinfectant). No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for all libre sensors and libre sensor kits within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensors and found no trips. If the product is returned, the case will be re-opened and a physical investigation will be performed.